Event description:
Our MDR - after an implant duration of about 6 years it was reported that shocks had been delivered and the patient called emergency. Shocks were delivered again, while the patient was being rescued by the emergency team due to ventricular tachycardia. Afterwards the ICD could not be interrogated. An insulation failure of the lead was noted during the explant procedure. No other adverse patient side effects have been reported. The lead and the ICD were explanted and new devices were implanted. The date of implant was not provided, but it is believed the lumax 540 vr-t dx was implanted for about a year and the lead for about 6 years.

Manufacturer narrative:
Our MDR.